Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the spring fell out was confirmed. An assessment was performed on the device which found that the device would not engage to the handpiece device. During repair, it was observed that the spring and the lock fell out of the device preventing the device from engaging to the handpiece. The assignable root cause was determined to be due to normal wear over time, the failure was caused by worn out components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the spring in the compact speed reducer device fell out. The event was not reported to have occurred during surgery. There were no reports of delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.